Manufacturer narrative:
A philips remote service engineer (rse) made multiple attempts to contact the customer; no response was received from the customer. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out. Based on the information available, no further action is necessary at this time. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that the sector is making the ECG look like it is svt, but it is not. A philips remote service engineer (rse) had the philips clinical specialist (cs) log into the system configuration/local surveillance/screen calibration, use a ruler to make the line on the screen match a 1-inch line on the ruler and then click ok. The cs checked the main screen, but there was no change. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.